Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the esa test failed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that esa test failed. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the processor. The fse replaced the processor, (along with the cable required to interface the new processor to the display,) resolving the reported issue. The dfm100 assy processor was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the allegation of the esa test failing could not be verified in lab testing as the lab does not have the capability to perform esa testing. However, the processor passed all tests during operational check and general testing. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was with the processor; however, it is unknown specifically what malfunctioned with this component. The reported problem was confirmed onsite by the fse.

Event description:
This report is based on information provided by philips field service engineer (fse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the esa test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.